Event description:
It was reported that eleven weeks following a drug eluting coronary stenting treatment procedure, the pt presented with cardiac symptoms. The pt had a bare metal stent implanted about a year ago. The pt underwent angiography in 2003 when it was noted that the bare metal stent was found to be satisfactory. However, the pt had developed a second lesion, which required ptca and stenting. A taxus express2 3.0 x 24mm drug eluting stent was deployed. The physician was "more than satisfied with the result." There was no presence of calcium and although said to be a difficult case, he was "proud of the result." The pt was on a regimen of plavix post-procedure following taxus stent placement. Eleven weeks later, the pt presented with symptoms. Follow-up angiography revealed that the taxus stent had developed "aggressive instent restenosis" along the entire length of the taxus stent and this was felt to be very "uncharacteristic" of a drug eluting stent. The pt was sent for coronary by-pass grafting surgery in 2004. The pt is reported to be in satisfactory condition. No add'l info is available at this time.